Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer. The video baton 2.0 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 and confirmed the video image failure; the video baton was not recognized when connected to known, good, test equipment. The camera image quality test was performed and failed. The technical service representative attributed the no image issue to baton failure. The technical service representative also noted that the lens cover was missing plastic. Since the glidescope video baton 2.0 large is not repairable and a replacement was already provided to the customer, the video baton 2.0 used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.cm191645

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care procedure, using a glidescope video baton 2.0 large, there was no image. The customer's biomed was able to isolate the issue to the baton. A delay in the procedure of approximate five (5) minutes occurred as a backup video baton 2.0 was obtained. No harm to the patient or user was reported.